Event description:
Silicone breast implants inserted 10/04/76. Developed severe symptoms of sjogrens syndrome 01/01/96. Although some symptoms existed before this date but were not diganosed. Definitive testing and diagnosis was conducted from 09/97 - 12/97.